Event description:
It was reported that this was a posterior lumbar interbody fusion (l5/s) for spinal canal stenosis on (B)(6) 2023. In the surgery, for l5/s fusion, the l5/s intervertebral space was narrow, only about 7 mm or less, and the surgeon extended it to 9 mm. The sharp spoon was also a little deeper during the intervertebral dissection. The surgeon inserted the cage (108812007) 7 mm, but the cage fell out anteriorly during insertion. He tried to put it back once but couldn't. Intraoperative imaging confirmed the anterior median dropout. He decided that it would be impossible to remove the cage from the rear. L5/s was fixed with pps. The surgery was completed successfully within 30 minutes surgical delay. After the surgery, the surgeon commented that he might overextended the vertebrae a bit. The revision surgery is scheduled on (B)(6) 2023. No further information is available.

Manufacturer narrative:
The investigation found no issues with manufacturing after reviewing the device's lot manufacturing information. It was also noted the device was inspected for both titanium coating and tantalum pin placement--both met specification. The root cause identified for this complaint is user error. This is supported by the comments of the surgeon (overextending the vertebrae) and that trialing and implant insertion under fluoro is recommended. It is recommended the surgeon confirm trial and implant location using fluoro during intra-operative use to prevent over-extending into the anterior space.

Event description:
It was reported that this was a posterior lumbar interbody fusion (l5/s) for spinal canal stenosis on (B)(6) 2023. In the surgery, for l5/s fusion, the l5/s intervertebral space was narrow, only about 7 mm or less, and the surgeon extended it to 9 mm. The sharp spoon was also a little deeper during the intervertebral dissection. The surgeon inserted the cage (108812007) 7 mm, but the cage fell out anteriorly during insertion. He tried to put it back once but couldn't. Intraoperative imaging confirmed the anterior median dropout. He decided that it would be impossible to remove the cage from the rear. L5/s was fixed with pps. The surgery was completed successfully within 30 minutes surgical delay. After the surgery, the surgeon commented that he might overextended the vertebrae a bit. The revision surgery is scheduled on (B)(6) 2023. No further information is available.